Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the lab technician having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Allergy testing has confirmed a type IV sensitization to palapress denture material. The ingredients in palapress and palaxtreme have similar properties. The lab technician sought treatment from a doctor and was prescribed ointments and cortisone pills. Symptoms have improved but has not fully healed. The lab technician did wear gloves and protective clothing while handling the material. This material is not sold in the USA, however a similar product sold in the USA contains these same ingredients. Manufacturer's comments: the dental technician, who had issues with palaxtreme, already has had a proven a type IV allergy to the denture base material palaxpress, she used before. The change to a denture base material with the same allergene which caused the allergy cannot improve the situation. There was no contact or inquriy before starting the use of palaxtreme as alternative to palaxpress. The statement that she used gloves and protective clothing cannot be the truth otherwise she would not have suffered the same symptoms again. So, the use of another denture base material with similar ingredients cannot improve the occupational work conditions, when suffering already from a type IV allergy to a methylmethacrylat. This notification is late due to technical issues with the webtrader.

Event description:
Dry cracked skin on fingers. Contact eczema diagnosed and allergy testing has confirmed type IV sensitization to the ingredients in palapress denture material. Palaxtreme has some of the same ingredients and properties as palapress.